Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pacemaker replacement procedure due to normal battery depletion, the physician noted there was damage found on the right ventricular lead. The lead was replaced on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
The date of event should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information reported that the right ventricular lead was capped and replaced on (B)(6) 2018. The patient had no symptoms.